Event description:
Same case as MFR # 2134265-2009-01705. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 90% stenotic de novo lesion was located in the calcified and mildly tortuous first diagonal artery. The physician deployed a 3.0x23mm non-bsc stent. After contrast study, it was confirmed that there was a 75% stenotic lesion in the ostium of the first diagonal artery. A guidewire was inserted through the deployed stent strut, and the 2.0x12 apex balloon catheter balloon was advanced to the lesion. On the first inflation, the physician inflated the balloon to 6atms for ten seconds and the balloon ruptured. The device was removed intact. Then the physician advanced a 2.0x15mm apex balloon catheter to the lesion and inflated it to 6atms and balloon ruptured (number of inflations is unknown). The device was removed intact. There were no patient complications. The procedure completed with a different (unspecified) device. Patient status is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. Device evaluation: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)